Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched and replaced the check valves, bringing rt to within normal range. The customer ran calibration and qc with no errors noted. The g8 analyzer was functioning as intended and the issue cleared. No further action required by field service. The probable cause of the event was related to the check valves. A complaint history review for (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were two similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported a high flow factor while operating the g8 analyzer. The customer reported error messages of poo peaks on l2; rt's on l1 is long. The customer reports no leaks from the filter or column. The current flow was raised and the g8 analyzer was re-powered. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.